Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedance and high thresholds on the right ventricular (rv) lead. Technical services (ts) was consulted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedance and high thresholds on the right ventricular (rv) lead. Technical services (ts) was consulted. No adverse patient effects were reported. Additional information: technical services reviewed the lead diagnostic trends, noting the shock impedance has been within the same range since at least april 2021. Review of presenting electrogram (egm) and recent atrial tachy response (atr) episode(s) show egm channels are clean/artefact free. Given the historical trend, technical services recommended to continue routine, normal follow-up.